Event description:
Lv lead was explanted during this procedure venous lead introduction site: needle puncture. Patient was admitted (B)(6) 2019 with vt terminated with atp and ICD shocks. Discharged on (B)(6) 2019 patient was also admitted (B)(6) 2019 with vt with ICD shocks. He continued to have recurrent vt while hospitalized. Patient has acute chronic systolic heart failure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).